Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery. The customer¿s high blood glucose was 250 mg/dl at the time of incident and current blood glucose is 225 mg/dl. The customer state that drive support cap appears normal. The customer also state that no air bubble were found in the tubing. Customer performed high pressure test and test result was insulin pump alarmed no delivery. The insulin pump will not be return for analysis.